Event description:
It was reported that the patient no longer had any hearing sensation. Testing showed that 6 electrode channels had high impedance and 2 electrode channels had short circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a following-report.